Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level of approximately 593 mg/dl. Therefore, they tried to treat it with bolus via pump and multiple daily injection, but on (B)(6) 2024, the patient's wife drove him to the hospital and he was admitted to the emergency room. Next day ((B)(6) 2024), in the morning, the doctor in the emergency room noticed that the cannula was bent. Subsequently, the patient was hospitalized. His highest blood glucose level was over 600 mg/dl and had small ketone level which his healthcare professional assessed as dangerous or life-threatening. Further, the patient was transferred to the intensive care unit. Moreover, the infusion had been used for three days and the site location was patient's abdomen. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.